Event description:
Boston scientific received information that this right ventricular lead dislodged. During the revision procedure, this atrial lead was severed. The lead was surgically abandoned and replaced as the helix could not be retracted. A new atrial lead was implanted and the existing right ventricular lead was repositioned.